Manufacturer narrative:
The device is not available for investigation. A supplemental MDR will be submitted if any updates become available. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the device was used to spike a bag of lactated ringers. Approximately two hours later, the infusion pump alarmed for ¿occlusion.¿ upon assessment, the white area of the tubing was found to be completely blocking the line. The tubing was sequestered. The lot number of the specific defective tubing could not be determined because the outer packaging had been disposed of at the time of use. There was a patient involvement but no adverse effect to the patient.